Manufacturer narrative:
During the event investigation, it was confirmed that the slide supply position identified as containing k actually contained a ca reagent cartridge. The definitive root cause of the event could not be determined however analyzer malfunction is unlikely and user error, as a contributing factor could not be ruled out. No repair to the vitros 950 analyzer was required. Once the reagent cartridge was appropriately identified, acceptable performance was obtained.

Event description:
This customer observed a single reagent cartridge of slides was mis-identified as a k+ cartridge on the vitros 950 system. Under these conditions, biased patient sample results could be obtained. Biased results of a particular direction and magnitude may lead to inappropriate physician action. Patient sample results were not affected during this event as samples were not processed. There was not report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)